Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on site. During evaluation of the logs the expiratory valve test failed with an error code indicating that the expiratory valve constants were not stored persistently. The expiratory channel printed circuit board (pcb) was replaced and sent for further investigation. Simulated use testing of the returned expiratory channel pcb passed the performed pre-use check and could not reproduce the reported failure. Several pre-used checks were performed and the returned pcb passed all tests. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).